Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes (ams) due to atrial lead noise oversensing were observed. The patient was asymptomatic. The noise was too large to program around. The patient will be monitored without changes.